Event description:
Technician found that the head section was drifting down.

Manufacturer narrative:
Technician replaced the gas spring and this repaired the stretcher. The cause was unk, something internal to the gas spring. The stretcher was found out of service in the basement and there were no alleged injuries.